Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The blood glucose of the customer was unknown. Customer states the display was blank less than 30 seconds and then returned. The customer reported that the display was blank currently. The customer reported that the battery compartment was neither damaged nor corroded. Customer reported that the spring was neither damaged nor corroded. The customer reported that the display did not returned after the insulin pump restart. The customer advised the pump will need to be replaced. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for the analysis.